Event description:
User called into emergency support program(esp) line to request support with system overheating message on a cardiosave intra aortic balloon pump during use. The user stated that the alarm went off paired with a high pitch sound and powered down. The bedside team immediately exchanged the console and treatment was continued. Upon user request the esp personel had reviewed the information for the user related to the fiberoptic and monitor pressure indices and there differentiation. Later the first pump which has overtemperature alarm was restarted and troubleshooting revealed that no service is required. The alarm log was also inspected and they have augmentation alarm present. No harm or injury reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submmitted upon the completion of the investigation.